Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead coil section was kinked due to little space inside the blood vessel. A possible fracture was suspected. A second rv lead was attempted, with the same outcome. The rv leads were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted there were no anomalies at time of analysis. If information is provided in the future, a supplemental report will be issued.